Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, pannus, calcification, and support structure deformation (out-of-round configuration). Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the cause of the reported severe pvl 7 months post valve deployment cannot be confirmed; however, per the surgeon report, the sapien valve placement seemed optimal however there was a small section that was not in contact with the vessel wall. It appears that the pvl was caused as a result of a lack of appropriate sealing of the valve to the target site which can occur due to patient factors (e.g. Native aortic annulus with out-of-round configuration, annular calcification distribution). The valve was discarded after explant as per the hospital¿s protocol. There was no allegation or indication that the reported event was related to a manufacturing defect. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported to the edwards lifesciences field clinical specialist, the 26mm sapien valve was explanted 7 months after implantation due to worsening paravalvular leak (pvl). It was found that the pvl had increase from mild-trace pvl to moderate-severe pvl and the patient was symptomatic. During the explant surgery it was noticed that the sapien valve placement seemed optimal, with a circular shape; however, there was one small section near the mitral valve area that was not in contact with the vessel wall and there was no tissue in-growth in that area. A surgical edwards¿s valve was implanted in the aortic position. After the surgery the patient was reported to be doing well.